Manufacturer narrative:
Philips service performed a software reset and reload, verified geometry adjustments, and tested the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that partial geometry movement failure occurred continuously on an allura cv20. The clinical use of the system was in use. There was no reported patient or user harm.